Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 8mpeg01b. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were 50-70 mg/dl different when compared between the contour next ez meter and a non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to the return the test strips for evaluation. Replacement meter and test strips were sent to the customer.